Event description:
It was reported that the right ventricular [rv] lead had pacing impedance of 1372 ohms at implant. A patient alert triggered post-implant; rv lead impedance was measured and was found to be between 1400 and 1600 ohms. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.